Event description:
Olympus (ofr) was informed by the user facility that after a microbiological routine control on this evis exera ii ultrasound gastrovideoscope, the user facility detected an unexpected contamination. The microbiological analysis (hmi) report indicated that on (B)(6) 2021 and (B)(6) 2021, the air/water channel, suction channel and balloon channel of the scope were cultured and tested positive for several microorganisms ( please see culture results in h10). The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center.

Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. As part of our investigation, a review of the customer¿s hmi report was performed and provided the following culture results. (B)(6) 2021. The air/water channel cultured positive for 3 unit forming colonies (ufc) of staphylococcus coagulase negative, 31(ufc) nonfermenting gram-negative bacilli and micrococcus species. The suction channel cultured positive for 1 (ufc) micrococcus species and nonfermenting gram-negative bacilli. The balloon channel cultured positive for 50 (ufc) serratia marcescens and 50 (ufc) nonfermenting gram-negative bacilli. (B)(6) 2021. The air/water and suction channel were culture and results are pending. The balloon channel cultured positive for greater than 100 (ufc) of gram-negative enterobacteriaceae bacteria and kocuria rhizophila. In addition, after the device was returned to olympus, it was sent out for additional testing. The customer's complaint was not confirmed. The microbiological analysis report indicated that all channels of the scope were cultured and the results conform according to french regulation. The device was inspected at the regional repair center in france (rrc-ofr) and no defects or lack of conformity were found. The device was returned to the end user unrepaired. An investigation is ongoing to obtain additional information regarding the reported event and product return date. If additional information is received this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device. Pre-cleaning is performed where the instrument and suction channels are aspirated with water and all channels are flushed with anios clean detergent. The device is manually processed with an lta médical sd 13748db/25 and olympus bw-400l cleaning brush and anios clean disinfectant. The instrument / suction channel, suction cylinder, instrument channel port, balloon channel, and distal end / areas around elevator are brushed manually. An soluscope series 4 automatic endoscopic reprocessor (aer) is used with soluscope cln 5 detergent and soluscope paa disinfectant. The device is stored horizontally in a simple cabinet without any drying function. Olympus is the maintenance provider of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.